Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient did not feel well on long hard bike rides and during extreme climbs in the mountains. More than 57000 premature ventricular contractions (pvcs) reported in the last week and there were high rate episodes noted. The device will be reprogrammed and remains in use. No patient complications were reported as a result of this event.